Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifuge pump system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported malfunction. Through detailed troubleshooting, the fault was traced to a bad connector on the flow board. The connector was cleaned and reconnected to resolve the issue. Subsequent functional testing did not identify further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant tot he reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Evaluated on site by sorin service rep.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufacturers the centrifugal pump system. The incident occurred in stoke on trent, great britain. This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during set up it was noted that the flow reading was showing dashes on the centrifugal pump system. A second system was used for the case. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that during set up it was noted that the flow reading was showing dashes on the centrifugal pump system. A second system was used for the case. There was no pt involvement.